Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and saline solution did not flow from the catheter tip. The report indicated that just before inserting the catheter into the patient's body for pulmonary vein isolation (pvi) post-map, when attempting to start irrigation, saline solution did not flow from the catheter tip. During pre-mapping, irrigation was functioning normally. It occurred approximately 2 hours after the start of the procedure, before post-map. Since saline solution could not flow with strong pressure, even when trying to inject directly with a syringe without using the tube, the catheter was replaced, which improved the issue. The procedure was then completed without any problems. The procedure was completed without patient's consequence. Additional information indicated that the suspected device is the catheter. No pump was used. The pressure bag was used for the octaray.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Therefore, section d9 has been populated. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and saline solution did not flow from the catheter tip. Device investigation details: following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot, and no internal actions related to the complaint were found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).